Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, premature stent deployment occurred. Vascular access was obtained via the femoral artery. The 8 mm x 38 mm, 95% target lesion was located in the moderately calcified and severely tortuous iliac artery. The lesion was noted to have a significant bend >=90 degrees. The physician inserted a 8 x 41 x 75 epic self expanding stent in a non-bsc guidecatheter but some resistance was felt. The physician said it might be due to insufficient flushing of the catheter, thus causing pre-mature deployment of the stent in the non bsc guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).